Manufacturer narrative:
A philips field support engineer (fse) visited the customer site. Through testing and validation it was determined that alarm generation and audio alarms are functioning correctly. The fse also validated that default profiles and settings were correct and that alarms were properly being sent to pic system. The clinical audit trail indicated that alarms were paused on this bedside monitor at 16:43:15, and resumed two minutes later at 16:45:28 at which time several red alarms were generated and acknowledged at the tele studio surveillance. No further issues were detected with the monitor. The fse determined that the device was functioning as designed/configured.

Event description:
It was reported that the monitor might not have alarmed for an event. The device was in use on a patient at the time of the event. There was no adverse event reported.